Manufacturer narrative:
Block h6: mdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that autocap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the bile duct stones removal on (B)(6) 2025. During a procedure involving the use of a guidewire, resistance was encountered while attempting to slide the guidewire through the device's opening. Excessive force was required, and subsequently, a piece of the device's sponge component detached and entered the working channel. The sponge piece was successfully retrieved when scope removed. There were no patient complications reported as a result after this event.